Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet charger displayed a blinking green indicator while the pump battery symbol showed red, and the user¿s mobile device did not charge when placed on the ilet charging pad; the event was categorized as a charging problem involving the battery charger, and a replacement charging pad was arranged with user education provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging malfunction associated with the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.